Event description:
A speedband super view super 7 ligator was used to treat an esophageal varix (infant patient; age, gender and weight unk) in early 2008. According to the complainant. "Though the handle was turned only one time and the product was new one, six bands were fired at the time. So the physician removed (the device and the bands) out of the patient and then completed the procedure successfully with another speedband superview super 7 multiple band device." No pt complications were reported as a result of the event.

Manufacturer narrative:
A visual examination of the returned device revealed that the trip wire was wound around the handle several times (see figure 1, page 3), which indicated that the handle had been rotated numerous times, instead of once, as stated in the event description. The directions for use (dfu) document states "when the device is rotated half a turn (180 degrees) the handle will make a distinct "click" sound and one band will be fired automatically." A search of the complaint database revealed no additional complaints recorded for this lot. A review of the device history record for the pertinent lot was performed; no anomalies were noted. The january 2008 15-month band ligation product family complaint trend report, inclusive of all failure modes was reviewed, no adverse trend was noted.